Manufacturer narrative:
Device 18 of 30. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported " the box was fine upon delivery. However, the patient have already checked half of the case and they are unusually rough to use as per customer." No harm reported.